Manufacturer narrative:
This issue was resolved by sending the customer a new hi-lo head mount actuator. The customer will make the repairs.

Event description:
It was reported the hi-lo actuator housing was loose (possibly broken away from the mount). Though not reported, depending on the position (height) of the lift when the breakage occurred, an unexpected lowering of the bed could result. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported the hi-lo actuator housing was loose (possibly broken away from the mount). Though not reported, depending on the position (height) of the lift when the breakage occurred, an unexpected lowering of the bed could result. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.